Event description:
Sample evaluation: baxter (B)(6) received 1 unused sample for evaluation. The bag was visually inspected with the bag containing several small loose particles in the bag. The particle would have been rejected during the manufacturing process. Sample was sent for identification of particulate matter. Conclusions from this center revealed the colorless translucent particles were fragments of teflon with silicone oil. The silver metallic fragment was aluminum and the gold particles were fragments of brass. The possible root cause of the brass could be from the mandrels and the teflon could be from the tools for removing plastic build-up on the port seal dyes. The manufacturing facility did state that scheduled preventive maintenance is performed on the mandrels and tools and was implemented in (B)(6) 2007, which is after the manufacture of this lot. The manufacturing facility stated that the operators do inspect for loose pm (particulate matter) and will discard if detected. The department is cleaned per sop (standard operating procedures) at least once per shift. Hairnets and over-garments are required in all production areas. A batch review was performed by the manufacturing facility and does not indicate any issues related to the complaint. All manufacturing personnel have been alerted of this occurrence. The manufacturing facility will continue to monitor for this type of incident. This is the first complaint of this nature reported for this product lot. This complaint will be kept on record for trending purposes.

Event description:
Baxter employee, called stating that there are plastic particles in bag.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a case of particulate matter in a cryocyte bag prior to fill. As in all cases of foreign particulate matter in a cryocyte bag there is additional risk to the patient regarding sterility, infection, and/or an additional adverse reaction. An attempt should be made to determine the contents and source of the particulate matter. (B)(6). Upon completion of the sample evaluation a follow-up submission will be submitted.

Manufacturer narrative:
(B)(4).